Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion being treated was located in an unspecified vessel in the left upper arm. The physician advanced the 5.0x50/80 sterling balloon to the lesion and on the first inflation, inflated the balloon to 6 atms and the balloon ruptured. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Pt: 18 yrs or older. Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).